Event description:
It was reported that a patient (pt) who performs automated peritoneal dialysis (apd) with the home choice device experienced a hernia. It was reported that the pt underwent surgery for hernia repair two days prior to the receipt of this report. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). At the time of the report, the customer indicated the device was not available for return for evaluation. Should the device be received and an evaluation completed or additional information received , a follow up report will be submitted.

Manufacturer narrative:
(B)(4). A review of the device history record and service history record revealed no issues that could have caused or contributed to the reported issue of patient hernia.